Event description:
Un-report record is a duplicate. Please see cn-091178 as operating record

Event description:
Patient reported left side capsular contracture, baker grade unknown. Device status is unknown.

Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.